Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The stent was not present on the balloon and did not return for analysis. The device returned with a break on the hypotube immediately distal to the strain relief. The hypotube material was jagged and oval at the break site. The hypotube material was closed shut at detachment site, it was necessary to cut the tip at the detachment site for patency in order to attempt inflation. The balloon passed negative prep. The device was placed in the waterbath to disperse the blood in the balloon in order to aid inflation. The balloon partially inflated at 12 atms. Stretching was visible to the proximal balloon bond, it was not possible to fully inflate the balloon. The reported burst was not visible on the returned device. Cine image review: review of the procedural images provided confirm the presence of a severely calcified stenotic lesion in the proximal left anterior descending artery (lad). Pre-dilation was carried out. Difficulties were encountered during stent deployment, since distal part of the stent did not expand. It appears that the balloon delivery system was inflated but the images of the balloon burst were not provided (time gap of seven minutes). Image evidence of balloon delivery system retrieving through the guideliner is provided. There is no evidence of an attempt to retrieve the stent. A new guidewire and a balloon are used, and stent was successfully expanded in the proximal lad. Additional information: the luer detachment occured as the device was in the patient as it was difficult to retrieve the device, the physician decided to detach (cut) the luer so to advance a microcatheter until directly proximal to the stent to retrieve the balloon but not the stent, as soon the balloon was outside of the stent, the device could be retrieved without problem or resistant by hand from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the proximal lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that inflation difficulties were encountered during stent deployment after 10 atms of pressure had been applied. A small distal segment of the balloon did not inflate. The inflation difficulty was not due to vessel morphology or due to the pressure applied. The balloon was inflated more (pressure unknown) and a burst occurred. The device was not moved or repositioned in the lesion prior to the burst. The physician tried to deflate the balloon and retrieve the catheter but was unable as it was stuck to the stent. A guideliner was then advanced to retrieve the stent catheter and a new guidewire and a non-mdt balloon used to expand the stent. In the end the procedure was successful and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.